Manufacturer narrative:
Product complaint # : (B)(4). No device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that a 20 year old duraloc liner and head exchange. Superior liner wear. Doi: (B)(6) 1997; dor: (B)(6) 2017; right hip.